Event description:
It was reported by provider that the left side hardware that goes into the back cane is stripped and will not stay, therefore, he is replacing the hardware and the back cane. Provider states prior to replacing he had went out several times to adjust the hardware before it stripped completely out. No additional information provided.